Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/10/2024, it was reported by a sales representative via phone that 3x ar-1588rtt2 tightrope suture pulled out of the back of the needle while passing through the graft. This occurred during use in a case with no patient effect. Surgeon had to divert procedures to work on the meniscus while another tightrope kit was being delivered to the operating room to complete the case.

Manufacturer narrative:
Additional information: b3, g1, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.